Manufacturer narrative:
(B)(4). Patient age at time of event: over 18 years old. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft damage occurred. The 100% stenosed lesion was located in the severely tortuous proximal left anterior descending (lad) artery. The physician inserted the 145, 5-in-6 guidezilla¿ and non-bsc wire together into a non-bsc guide catheter. The non-bsc wire was not able to cross the lesion, so the physician removed both wires without any resistance. When the guidezilla¿ was visually checked for the next use, it was found that the device was damaged/torn at the part between the stainless part and the proximal marker band. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two pieces. There was blood on the catheter shaft. Microscopic examination revealed numerous kinks in the distal shaft. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. The ptfe was pulled out of the collar and was attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft damage occurred. The 100% stenosed lesion was located in the severely tortuous proximal left anterior descending (lad) artery. The physician inserted the 145, 5-in-6 guidezilla¿ and non-bsc wire together into a non-bsc guide catheter. The non-bsc wire was not able to cross the lesion, so the physician removed both wires without any resistance. When the guidezilla¿ was visually checked for the next use, it was found that the device was damaged/torn at the part between the stainless part and the proximal marker band. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is good.